Event description:
It was reported that, "the part broke while trying to remove the t2 tibial nail. The threaded tip broke off."

Manufacturer narrative:
Device will not be returned. It is being kept by the hospital. If the device or additional information becomes available, it will be reported on a supplemental report.